Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. The device was inspected for any damage or irregularities. The device showed a stretches and fractures along the shaft located 70.5cm, 48.5cm and 76.5cm from the hub. Multiple small bends and kinks were also noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The device was confirmed for stretching and fractures along the shaft as well as multiple small bends and kinks. No other issues were identified during the product analysis.

Event description:
It was reported that the catheter was fractured. A 135/10 renegade hi-flo kit was selected for use for hepatic artery embolization. During unpacking, when the physician opened the package and took out the microcatheter, it was found that the microcatheter was fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that the catheter was fractured. A 135/10 renegade hi-flo kit was selected for use for hepatic artery embolization. During unpacking, when the physician opened the package and took out the microcatheter, it was found that the microcatheter was fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(4).